Event description:
It was reported that the user contacted support during a supply change because the ilet indicated a low battery despite having been charged earlier, and the agent provided charging education and confirmed that the device showed charging when placed correctly on the pad. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health, no hospitalization, and no medical intervention. Customer care provided support that included phone-based troubleshooting and user education regarding proper placement and use of the wireless charger. Investigation of this case revealed user technique as the likely factor contributing to perceived charging failure, with device function appearing normal once correctly placed on the charging pad. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
Initial.